Manufacturer narrative:
On 4/27/2016 follow up- the customer stated malfunction alarm occurred multiple times. There was no reported impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level related to the malfunction alarm. Reportedly, the customer let the pump battery fully deplete prior to contacting tandem technical support, upon powering the pump back on the malfunction alarm had cleared. The customer stated that the pump is functioning correctly and declined a replacement pump. In addition, it was reported that the customer had experienced a low blood glucose (bg) level of (49 mg/dl) the customer consumed carbohydrates to stabilize bg level. The customer stated that the cause for low bg was due to basal rate and stated that health care provider is aware and is working on adjusting basal rate.